Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced tube extenders with molding defects that can be used. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the rack some melted tubes were discovered".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® cat (clot activator tube) plus blood collection tubes experienced tube extenders with molding defects that can be used. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated: "when opening the rack some melted tubes were discovered"